Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured near the end of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufactured may 26, 2015- may 28, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified a ruptured bladder. The ruptured bladder was microscopically examined with no abnormalities were found. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.